Event description:
Patient states that the product caused her to get blisters inside her mouth. She also states that this has never happened to her before.

Manufacturer narrative:
Complaint investigation still in progress. Suspect sample has not yet been returned to sheffield pharmaceuticals.